Event description:
It was reported that the lens broke in half upon insertion. Additional information revealed that the lens was fully inserted and then removed and replaced with another j&j lens. The patient outcome is unknown. No additional information is available.

Manufacturer narrative:
Section a2,a3 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 10, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half, coated in viscoelastic residue, and one detached haptic. The lens was cleaned and inspected revealing damage on the surface of the lens. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.